Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter received for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the bottom of the bifurcate. Under microscopic evaluation, a pinhole was noted the adhesive and scrape marks were also noted of the area of the pinhole. No rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported balloon rupture as no rupture was noted to the balloon. However, the investigation is confirmed for the identified break as a pinhole was noted to glue at the bottom of bifurcate. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.

Event description:
It was reported that during an angioplasty procedure via forearm approach, the pta balloon allegedly ruptured at 20 atm. There was no reported patient injury.